Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The blood glucose level was 210 mg/dl at the time of incident. Customer was assisted with audio test and test did not passed. The insulin pump will be returned for analysis

Manufacturer narrative:
The device passed the displacement test and self test. Pump error 63 confirmed in pump history with due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Manufacturer narrative:
The device passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.